Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 16, indicating a momentary power change to the speaker. There was no adverse impact to the customer's blood glucose level reported, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, but the same issue recurred afterward. As a corrective measure, technical support decided to replace the pump and advised the customer on backup therapy using multiple daily injections (mdi) to ensure uninterrupted insulin delivery. The replacement pump, along with updated software, was sent to the customer with instructions for storage mode preparation and a pre-paid return label for the faulty pump. Training resources were also provided for the new pump in the customer¿s tandem source account.